Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the initial steps of placing the dissector balloon and balloon trocar for laparoscopic inguinal hernia surgery, balloon disengaged from the first and third device's trocar/sleeve while the balloon would not inflate with the second device. Another device was used to resolve the issue in order to complete the case. There was no patient injury.